Manufacturer narrative:
Evaluation of the device confirmed the reported event. The fibre bonding in the outer tube area (distal end) is damaged. The root cause of the reported issue cannot be conclusively identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed the subject device had the fiber bonding in the outer tube area (distal end) damaged, fiber composite sagged. There wasnno patient involvement on this reported event.